Event description:
The volcano ultrasound imaging catheter was placed in the patient. Despite multiple attempts to get the device to function, the ep staff was unsuccessful in getting the desired results. The device was removed from the patient.